Manufacturer narrative:
As reported, the y-knot flex inserter is not expected for evaluation, as it was discarded at the user facilities after the surgery. Without the actual device, an evaluation could not be performed and the root cause of the reported tip breakage therefore could not be determined. However, evaluation of similar complaints revealed a possible cause of the tine breakage is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. This lot #752296 was manufactured on 08-jun-2016. There were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported problem. Of the lot containing (B)(4) units, there was no other similar complaint for this item and lot number combination. In addition, a 2-year review of product history for this device family shows a total of 12 reports of breakage with a quantity of 15 including this one. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incidents. This device is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of driver tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: - exercise care in the use of the device to minimize side and/or bending loads. - do not use excessive force on instruments to avoid damage or breakage during use. - avoid lateral loading while inserting y-knot anchors. - maintain proper alignment during insertion of anchors and disengagement of drivers. Device was discarded at user facility.

Event description:
The user facility reported that during use of the y-knot flex all suture anchor in a shoulder arthroscopy bankart repair procedure on (B)(6) 2016, the tine of the driver/inserter broke off. As reported, after the insertion of the anchor and as the surgeon pulled out the driver, he discovered that one of the tines had broken off. A total of 4 anchors were used in this procedure and the tip breakage happened in one of the anchors. Immediately after the surgery, x-ray was performed and "a tiny tip" was observed in the patient bone (glenoid). Additional information received from the user facility indicated that there is no abnormal condition noted with the patient. This report is filed on the basis of potential for patient injury with recurrence.

Manufacturer narrative:
Corrected data: in addition, a 2-year review of product history for this device family shows a total of 11 reports of breakage with a quantity of 13 including this one. During this same 2-year time frame, approximately (B)(4)units were sold worldwide, making the occurrence rate for this failure mode 0.021 percent.